Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic) counts with noise when the sensing was programmed to unipolar. The lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.